Event description:
It was reported that during a da vinci-assisted esophagectomy surgical procedure, the grip of the master tool manipulator left (mtml) of the surgeon side console (ssc) 1 could not be opened automatically. The customer stated that no obstacles adhered to the mtml. The customer opted to use ssc 2 to continue with the procedure. The procedure was completed with ssc 2 with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system initially powered on without errors. The procedure was completed robotically with ssc 2.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the master tool manipulator left (mtml) grip could not be opened, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was able to reproduce the reported complaint. The isi fse replaced mtml to resolve the issue. The system was tested and verified as ready for use. The mtml was analyzed and found to have grip failure during the grip calibration test via matlab. The complaint regarding the mtml grip not opening was confirmed based on the field evaluation/failure analysis, which indicates that the device did contribute to the customer-reported issue.